Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the devices were on critical override. The technical support specialist ran server downtime query, deployed the interface services utility and connects to configuration coordination engine as listed to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the patient orders were not crossing. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.